Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The device was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. The displacement test was not able to be done due to keypad anomaly.

Event description:
The customer reported via phone call that their act button and the up and down arrows on their insulin pump were not functioning. The customer's blood glucose at the time of incident was 130mg/dl. The customer mentioned that the device was dropped prior to the keypad issue. The customer states that their current blood glucose level is 160mg/dl. The customer was advised to discontinue use of the device, and that it would need to be replaced. The device is being replaced and returned for analysis.